Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4); implant did not work to help sxs. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that the interstim did decrease symptoms 50% until about a year ago. The patient stated the stimulator was helping but the patient could not hold urine for a long time. The patient stated symptoms had decreased by 50% and sometime over the past year it just quit working. The patient had to get a thicker pad, the symptoms were getting worse and the last 3-4 months the symptoms were getting really bad. The patient stated in (B)(6) 2018 they had an x-ray and the implant had fallen to the bottom of them. On (B)(6) 2018, which the patient noted as having happened after the implant had fallen the patient had a surgery to stretch the urethra (which was unrelated to the device/therapy) and since then, when standing up, the patient had not been holding urine. The patient stated they did not know the health care physician (hcp) was going to do this surgery. They thought they were having the implant replaced and that the hcp who did the procedure told the patient they did not know anything about the interstim. The patient stated it hurt after the procedure and that urine just pours out. The patient noted they had to have a commode next to the bed and that right now they were not having any control. Patient also reported having pain when increasing settings and that right now the stimulator was dead, laying in their body. It was noted that the implant was going to be replaced on (B)(6) 2018. There were no further complications reported.